Manufacturer narrative:
Please note that this device is distributed outside the united states; however, it is similar to the u.s. Distributed product.

Event description:
During a percutaneous transluminal angioplasty (pta) to a shunt anastomosis, the balloon was reported to have ruptured. The vessel was described as having mild calcification, mild tortuousity and a 90% stenosis. The product was prepared and clinically used as per the IFU. A guidewire was inserted across the lesion via a sheath introducer without any difficulty. The product was advanced to the lesion over the guidewire through the sheath introducer, and the balloon was inflated using an indeflator. However, the balloon ruptured at 18 atmospheres. It was withdrawn from and another balloon catheter was used to successfully complete the procedure. There was no reported patient injury. Manufacturing records for the lot involved, including subassemblies, were reviewed and the results indicate that the product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact.